Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen screen on the full segment display after count up. Problem isolated to the interface board. Further testing could not be performed due to the frozen screen. The keypad flex connector was locked in properly into the lcd connector. No damage on the keypad traces noted. The device had cracked reservoir tube lip.

Event description:
The customer reported that there is a dark rectangle on display after replacing the battery. The device was neither exposed to an extreme temperature nor direct sunlight. The customer placed in a locker at a medical testing center; when she came back the insulin pump was screeching, making warning noise as well she was unable to clear the alarm and the buttons were unresponsive. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.